Manufacturer narrative:
Device evaluation of charger sn (B)(4) is underway. Upon investigation the charger was unable to charge a battery pack. A root cause investigation is underway at the contract manufacturer. A supplemental report will be submitted upon completion of the root cause investigation. Investigation underway. No adverse event resulted from the defective charger.

Event description:
A us distributor reported that a patient was receiving battery charger faults.

Event description:
A us distributor reported that a patient was receiving battery charger faults. A us distributor reported that a patient was receiving battery charger faults.

Manufacturer narrative:
Device evaluation of battery charger/modem has been completed. The reported problem (charger faults) has been confirmed. Upon investigation the battery charger/modem displayed a yellow #2 light when no battery was inserted, indicating a charger failure. The root cause for the defective charger cannot be positively identified. No adverse event resulted from the defective charger. Device evaluation of charger sn (B)(6) is underway. Upon investigation the charger was unable to charge a battery pack. A root cause investigation is underway at the contract manufacturer. A supplemental report will be submitted upon completion of the root cause investigation. Investigation underway. No adverse event resulted from the defective charger.